Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was unable to use the machine, reboot locked the machine on the screen and it will not load to use pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to use the machine, reboot locked the station screen. The technical support specialist (tss) dialed into station and verified that it was fully operational and ready for use. The tss reviewed the data synchronization logs and found no errors; the station had been successfully uploading data to the server. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was unable to use the machine, reboot locked the machine on the screen and it will not load to use pyxis. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.